Event description:
Reportedly, on (B)(6) 2013, abnormally high ventricular lead impedance was measured, associated with v capture failure. On (B)(6) 2013, a re-intervention was performed and the v lead was found loose (it came out of the port without unscrewing the setscrew). It was successfully tested and reconnected to the pacemaker. The same leads and pacemaker remain implanted. Preliminary analysis of follow-up data confirmed that abnormally high (above 3000 ohms) ventricular lead impedance was measured between (B)(6) 2013. Nevertheless, the reported v capture failure was not observed.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.